Manufacturer narrative:
(B)(4) clinical review of medical records did not reveal an allegation against fresenius peritoneal dialysis products. The peritonitis was unlikely due to fresenius products and likely due to technique failure. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Review of a peritoneal dialysis (pd) patient's medical records revealed the patient developed peritonitis. Follow up with the patient's peritoneal dialysis nurse reported the patient presented to the clinic on (B)(6) 2016 with an increased white cell count and negative gram stain and no further signs of peritonitis. They decided not to treat the patient at that time. The patient then presented with cloudy effluent on (B)(6) 2016 and they treated the patient for peritonitis with vancomycin and ceftazidime.

Manufacturer narrative:
The complaint sample was not available and the lot number was unknown, thus a search of the lots delivered to the customer was conducted, with a time frame of three months before of the occurrence day. According to the system no product was available from this lot on distribution centers to be analyzed. The entire lots has been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications.